Event description:
Procedure: info not available. Reportedly, the balloon broke in the abdomen during the procedure. A fragment of the balloon was found and removed from the cavity. No patient injury was reported.